Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. The lot number of the product is unknown; therefore the device history records, complaint history could not be reviewed. It could not be confirmed if the device was used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history is unknown. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
Journal article titled "acetabular revision in total hip arthroplasty with tantalum augmentation and lyophilized bovine xenograft (az)" by diesel et. Al was received on (B)(6) 2017 reporting a case series demonstrating that the article reported 1 patient who had undergone two previous reconstruction surgeries, presented early (within the first year) tantalum wedge loosening and reconstruction failure.